Manufacturer narrative:
The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is reported "alcl diagnosed" and seroma. Further information from the reporter regarding event, product, testing results, or patient details cannot be requested at this time. No additional information is available at this time. These are known potential adverse events addressed in the product labeling. Explant surgery has not been confirmed.

Event description:
Regulatory agency reported left side diagnosis of alcl and seroma. Histopathological markers were not reported. A capsulectomy was performed as treatment. The status of the device is unknown.